Manufacturer narrative:
The 3-spike disposable sets involved in the incident were discarded at the hospital and therefore not available to be returned to belmont for investigation. The user facility was unable to provide the error message on the screen or the serial number of the rapid infuser, ri-2 used in the procedure. Without investigating the unit a root cause cannot be established. The manufacturing batch records for this 3-spike lot number were reviewed and no related anomalies were identified. All 3-spike disposable sets are 100% leak tested and 100% visually inspected prior to release from belmont medical technologies. We have contacted the user facility to determine the error message displayed by the ri-2 and the serial number of the unit. Without further information it is difficult to determine what occurred in this case. A review of past complaints indicates no other reports related to this lot number. There was no patient injury reported. Should additional information become available, a supplemental report will be provided.

Event description:
The user facility reported that the ri-2 was experiencing an error which was resolved after replacing three sets of the 3-spike disposable set.